Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had half height drawer 1 not detected on bus. The field service engineer replaced the module control board and reconnected all cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had an error message. The customer stated that there was a message on the pyxis "require maintenance", when user was trying to recover a storage space. There were no adverse events or injuries reported based on this event.